Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump ejected insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: one no cartridge detected alarm was observed in the pump's black box history on 11/20/2015 at 19:21. During testing, the pump emitted a no cartridge detected alarm when attempting to perform the load step. The pump case was removed and a cracked force sensor trace was found near the pin on the force sensor flex.